Manufacturer narrative:
Due to character restrictions in block e1 , e1 event site full name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit displayed an alarm message indicating "drive pressure high." No one was harmed onsite.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, e1 (initial reporter, event site email), e3, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) checked the machine and found the drive pressure showed high, then further check the machine and found the pressure value is very high which is 620. Fse tried to adjust this pressure by 8 psi pressure regulator but the pressure is not decreasing. Fse need 8 psi pressurre regulator to further check the machine. The drive manifold is also not working properly so also need drive manifold. The preventive maintenance kit is also need to replace. Part required - 8 psi regulator, drive manifold and 5000 hour preventive maintenance kit. Replaced the drive manifold (0104-00-0018) and compressor membrane from customer then check the machine and found machine is working ok. All pneumatic tests are passed. Machine handover to customer for clinical use.

Event description:
It was reported during routine check that the cs300 intra-aortic balloon pump (iabp) unit displayed an alarm message indicating "drive pressure high." No patient was involved.